Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, and difficulty ambulating. **update** 4/27/2013- pfs and medical records received. There is no new additional information that would affect the existing MDR decision. Update may 18, 2017: legal medical records received. In addition to what was previously alleged, pfs also alleges nerve irritation and limited rom. After review of medical records for MDR reportability, revision notes stated that patient was revised due to pain and aseptic loosening of left hip femoral stem. Scar tissue was also noted. Serous appearing fluid was noted to drain from the joint. No gross evidence of infection was noted. No gross metal debris was noted within the soft tissue. This complaint was updated on: may 24, 2017.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database and/or DHR review was not possible as the product and lot codes required were not provided. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.